Event description:
The patient is pursuing a product liability claim. It was reported that the patient was implanted an unknown hip product on an unknown date. The patient was revised on an unknown date due to breakage of the stem.

Manufacturer narrative:
The product was not returned for investigation. The DHR check could not be performed as the lot number was not available. No trend analysis performed since no reference number is available. It was reported that a female patient underwent a revision surgery due to breakage of the shaft after an unknown time in vivo. This was the first revision surgery that the patient had out of a total of 4 surgeries with products from zimmer (B)(4). Neither x-rays, operative notes, photos of the implant were received; therefore the condition of the component was unknown. Patient factors that may affect the performance of the component such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history were unknown. Adherence to rehabilitation protocol are unknown. In conclusion, due to significant lack of information, it was impossible to perform a meaningful analysis of the reported event. However, all possible causes are reported in the dfema which is available for every zimmer (B)(4) hip implant and are continuously monitored and updated. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
Additional information: it has now been reported, that the patient was implanted an unknown hip product on an unknown date on the right side.

Manufacturer narrative:
This case will be invalidated since the product referred to this complaint is not manufactured by zimmer (B)(4). Therefore, zimmer (B)(4) will consider this case as closed. Zimmer reference number (B)(4).

Event description:
Additional information received on november 18, 2015: diagnostic findings and x-rays results were received. It was found that the product referred to this complaint is not manufactured by zimmer (B)(4). Therefore, this complaint will be invalidated. Please rectify your records.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source document for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).